Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the staple line opened when the circular stapler had been inserted. Took a new reload but had the same problem. Used another new instrument, no problems. No further information is available. There were no adverse consequences for the patient. (B) (6).